Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -13.5 diopter tore/broke during injection into the patient's left eye (os) on (B)(6) 2023. There was patient contact, but no patient injury. The lens was intraoperatively, implanted, removed, and replaced. The problem was resolved. Reportedly, "doing well." Cause of the event was the device. The reporter stated, "upon injection into the eye the footplate was caught in between the plunger and cartridge. I removed the lens from the eye and on inspecting the lens for reload, the footplate was torn. Backup used without issue."